Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the head of a reamer broke off from the shaft during the reaming, however there was no reported debris. The procedure was completed with a larger boring shaft, but this resulted in a 10 minute delay to the surgery.

Event description:
It was reported that the head of a reamer broke off from the shaft during the reaming, however there was no reported debris. The procedure was completed with a larger boring shaft, but this resulted in a 10 minute delay to the surgery.

Manufacturer narrative:
Please note the corrections to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned, and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.